Event description:
The user facility reported their sterilizer was smoking and hissing with a small leak of brown liquid from the back. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the heater element and gasket required replacement. The reported smoke had not triggered any alarms or evacuations and the brown liquid was identified as dirtied water. The technician removed a broken bolt from the flange and replaced the heater element and gasket. The unit was tested and found to be operating according to specification. No additional issues have been reported.